Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 452 mg/dl, the customer current blood glucose was 269 mg/dl. Last night blood glucose was 440 mg/dl. Doctor recommended his pump may not be working. He is running he blood glucose was 190 mg/dl and 224 mg/dl. The customer was hospitalized on (B)(6) 2018 4pm. The drive support cap appears normal. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and scratched case.